Manufacturer narrative:
H10: on 19jun2023, the field service engineer (fse) confirmed the occurrence of the 1123 error code in the device event log. The fse replaced the blower assembly to resolve the device issue and confirmed that there were no other abnormalities. A comprehensive inspection, cleaning, and testing of the device was completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was an 1134 (check vent: blower stall) diagnostic code. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The field service engineer (fse) confirmed the 1134 diagnostic code. The fse determined that the blower assembly had malfunctioned and needed to be replaced. The fse stated that the repair is awaiting an order from the customer. This investigation is ongoing.